Manufacturer narrative:
Internal report reference number: (B)(4) adverse event report is being submitted due to customer contacting doctor due to dead meter. Test strips were not returned for evaluation. Unable to perform retention testing due to expired strips. Meter was returned. Reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-041: dead battery. Manufacturer contacted customer in a follow-up call on 02-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. Daughter is calling on behalf of the customer. Customer stated the battery had been changed but did not remember when. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix meter did not power on using the power button or when a test strip was inserted. The customer feels well and did not report any symptoms. The test strip lot manufacturer¿s expiration date is 08/15/2021 (expired). Customer was advise strips was expired, customer will purchase new strips. Customer had contacted the doctor for a replacement as the meter was not working.